Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous posterior descending atrioventricular of right coronary artery. After crossing the unspecified guide wire, the physician attempted to advance gzilla 145, 5-in-6 guidezilla¿ guide extension catheter into the hub of non-bsc guiding catheter. It was noted that the resistance was encountered and the guide segment of guidezilla was collapsed (flattened) and the port was damaged. The guidezilla didn't advance any further at the hub of the guiding catheter. When checked outside the patient, the guide segment of guidezilla was found detached at about 5cm from the hub of the guiding catheter. The procedure was completed with different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a guidezilla guide extension catheter in 2 pieces, a non-bsc guide catheter, and an unidentified guide wire. Microscopic examination and tactile inspection of the distal shaft revealed numerous kinks throughout the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar. The inner diameter of the non-bsc guide catheter was measured with a calibrated pin gauge and was within the specification. The distal end of the guidezilla shaft was inserted into the guide catheter, up to the 1st kink in the guidezilla shaft (13cm). The outer diameter of the undamaged shaft of the guidezilla distal shaft measured and was within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).